Manufacturer narrative:
The subject product was not returned for evaluation. As reported the optifix tip "broke." Based on the provided information, it is unclear what broke on the tip. Breakage of the tip may be indicative of a detachment of the barrel insert; however, this is unknown at this time. Multiple attempts have been made to obtain the subject product and gather additional information regarding this event. We have not received a response from the contact. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that the optifix fixation device tip broke after 10 fires during a lap incisional hernia repair. A second device was used to complete the case. The surgeon is an experienced user of the optifix device. There was no patient injury reported.